Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, service was not able to confirm or duplicate the reported error code e315. However, corrosion from fluid ingress was observed in the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although the e315 error code was not confirmed or duplicated, it is likely that fluid ingress caused damage and corrosion inside the scope connector, resulting in the reported error code. However, a definitive root cause could not be determined. In addition, service found the bending angulation was out of specification due to worn angle wires. A stain was observed on the control body and several of the device components demonstrated damage due to physical stress. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the subject device exhibited an e315 error code (scope error). There was no report of patient or user injury due to the event. Additional details were requested regarding the reported event; however, no additional information was provided.

Manufacturer narrative:
The aware date should be 12-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e315 could not be confirmed nor reproduced. However, it was presumed that the event did occur, presumably due to the breakage of the inner board of the scope connector, since the water detection sticker directly under the venting connector was "bleeding red" [implying water invasion] inside the scope connector and there was a trace of water invasion. Since there were no reported abnormalities from a water leak test, it was presumed that the water invasion was from the vending connector. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is further recommended that the user review their methods of handling the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.